Event description:
The ivus catheter presented with no image after being placed into the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for intravascular ultrasound catheter, opticross hd coronary imaging catheter 6 hd (per site reporter). Clinical site notified manufacturer rep directly.